Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified coronary artery. A 2.25 x 16 synergy drug-eluting stent was advanced for treatment. However, stent deformation was noticed upon removal of the device. The procedure was completed with a 2.25x16 and 2.5x20 synergy stents which were deployed successfully. There were no patient complications reported. It was further reported that the damage to the struts was noted after forcing through very tortuous and calcified anatomy.

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified coronary artery. A 2.25 x 16 synergy drug-eluting stent was advanced for treatment. However, stent deformation was noticed upon removal of the device. The procedure was completed with a 2.25x16 and 2.5x20 synergy stents, which were deployed successfully. There were no patient complications reported.